Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Narrative/corrected data. Results: the lantern was ovalized approximately 110.0, 112.0, and 114.0 cm from the hub. Conclusions: evaluation of the returned devices revealed the lantern was ovalized in multiple locations along the distal shaft. This damage may have occurred due to forceful manipulation during positioning within patient anatomy. The observed ovalizations prevented a demonstration coil from being advanced through the lantern during functional analysis. Further evaluation revealed the podj ddt was sheared off, the embolization coil was detached, and the embolization coil had offset coil winds and gaps. This damage likely occurred due to forceful retraction of the podj against resistance. If the ddt becomes sheared off, it will allow the embolization coil to detach from the pusher assembly. The pe fibers and proximal constraint sphere were intact with the rest of the embolization coil. The ovalizations in the lantern distal shaft likely contributed to the reported difficulty and any resistance encountered. Further evaluation revealed the pusher assembly was kinked and wrapped around itself in multiple locations. This damage was likely incidental and likely occurred during packaging for return to penumbra. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-02069.

Manufacturer narrative:
Results: the lantern was ovalized approximately 110.0, 112.0, and 114.0 cm from the hub. Conclusions: evaluation of the returned devices revealed the lantern was ovalized in multiple locations along the distal shaft. This damage may have occurred due to forceful manipulation during positioning within patient anatomy. The observed ovalizations prevented a demonstration coil from being advanced through the lantern during functional analysis. Further evaluation revealed the podj ddt was sheared off, the embolization coil was detached, and the embolization coil had offset coil winds and gaps. This damage likely occurred due to forceful retraction of the podj against resistance. If the ddt becomes sheared off, it will allow the embolization coil to detach from the pusher assembly. The pe fibers and proximal constraint sphere were intact with the rest of the embolization coil. The ovalizations in the lantern distal shaft likely contributed to the reported difficulty and any resistance encountered. Further evaluation revealed the pusher assembly was kinked and wrapped around itself in multiple locations. This damage was likely incidental and likely occurred during packaging for return to penumbra. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02069.

Event description:
The patient was undergoing a coil embolization procedure treating a varicocele using pod packing coils (podjs). During the procedure, the physician successfully deployed and detached multiple podjs and a pod4 using a lantern delivery microcatheter (lantern). While attempting to advance another podj into the target vessel, the physician lost access to the vessel; therefore, decided to retract the podj. However, while retracting the podj into the lantern, the podj unintentionally detached within the patient. The physician removed the lantern and then used a snare device to remove the detached podj from the patient. The procedure ended at this point. There was no report of an adverse effect to the patient.